Event description:
During the procedure, the enterprise stent/delivery system (B)(4) was stuck in a prowler select plus microcatheter (B)(4) and would not advance. No further information was provided, and there was no patient injury reported with the event. The products were returned for analysis.

Manufacturer narrative:
This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00290 and 1058196-2012-00291. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the enterprise stent/delivery system (enf453712/10033184) was stuck in a prowler select plus microcatheter (606s255x/15623956) and would not advance. There was no patient injury reported with the event. It was reported that no further information is available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10033184. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile prowler select plus microcatheter (mc) and two enterprise vrds were received coiled inside of a plastic bag. One of them (enterprise) was found inside of the microcatheter and the other one was found in good condition with just residues of dry blood observed inside of the introducer tube. Residues of dry blood were observed on the hub of the mc. The mc was inspected and compressed sections were observed at 2, 3.5 and 4.5cm from the distal end. Some waves were noted on the device however these appear to have likely occurred during the handling of the unit when it was returned for evaluation. Functional analysis was performed per procedure. The mc ID was measured and was found within specification. The mc was flushed using a lab sample syringe (nipro) and after that a 0.018? A guide wire cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip (residues of dry blood were exposed of the microcatheter). Resistance/friction was felt when the guide wire was passed through of the compressed sections. The mc was flushed again using a lab sample syringe (nipro) and after that an enterprise cordis lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip. Resistance/friction was felt when the guide wire was pass through of the compressed sections. The enterprise which was stuck in microcatheter (mc) was retrieved and dried blood accumulation was observed; the stent was not found. After the residues of dry blood were removed from the mc, the enterprise delivery system was introduced without stent and it could pass through the mc. After removal of the blood accumulation in the introducer tube of the second enterprise (delivery wire) this was introduced through the involved mc. Some friction was experienced due to the compressed section observed on the mc; however, the test for advancement through the returned mc was successfully completed. The mc and enterprise were observed under vision system. The enterprise that was received in the mc was observed to have bent conditions at the distal tip end. Coil damage at 1cm from distal tip of the second enterprise was observed. No damages were found on the stent. The only the damages noted on the mc are those noted with visual analysis. The reported difficulty inserting the enterprise through the prowler select plus was confirmed with analysis. Although a definitive conclusion cannot be made, based on the analysis of the returned devices and the finding of dried blood accumulation within the mc, it appears that the procedural factor of not maintaining an adequate flush as outlined in the instructions for use was a contributing factor. If the compressed sections of the mc found with analysis occurred during procedural use, this may also be a contributing factor. Procedurally, before introduction of the enterprise system the mc would have been positioned at the target site over a guidewire; therefore, it appears that these compressions occurred either intraprocedurally or post procedurally. The timing and cause of the damages found on the returned enterprise delivery wires also cannot be definitely determined. It is possible that the resistance/friction within the mc may have contributed. The devices did not present with any indications of manufacturing defect or anomaly. A review of the device history records indicated that the product met specification prior to shipment; therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00290 and 1058196-2012-00291.